Event description:
Report received of a non-delivery of cardizem. It was reported that a pt with atrial fibrillation was receiving cardizem at 5ml/hour. According to the report, there were no drips seen in the drip chamber. It is unknown how long the infusion was not delivering. Flow was established after the tubing was replaced on a different pump. There was no reported adverse pt event.